Manufacturer narrative:
Root cause of the discordant advia centaur cp tni-ultra result cannot be determined. Customer is uncertain about whether the technician followed procedures for sample handling. Pre-analytic factors may have contributed to the discordant advia centaur cp tni-ultra result. Siemens service went on site and did not find any instrument issues. A total service evaluation was performed. 30 replicates of multi-diluent 11 were generated and were acceptable. Qc was acceptable. The system is operational. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer observed a non-reproducible, elevated advia centaur cp troponin ultra (tni-ultra) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp troponin ultra (tni-ultra) result.